Event description:
It was reported that during set up of an arthroscopic cuff repair procedure, three (3) werewolf coblation wands were connected to the generator and the following message was displayed "electrode expired". The surgeon was able to repair the cuff and perform the hemostasis, however, this caused a delay to the procedure of 2 hours. The procedure was completed with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Patient was not anesthetized since it was during set up; therefore, the delay greater than 30 minutes had no impact. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.